Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up on (B)(4) 2018 with complaints of pain. During follow up it was discovered that the right ventricular lead exhibited undersensing and loss of capture. Then on (B)(6) 2018, it was confirmed via echocardiogram and computerized tomography (CT) scan that the lead had dislodged. A thoracotomy was performed and the lead was found to have perforated the heart. The lead was repositioned and the patient was stable before, during, and after the procedure.